Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification when attempting to load a cartridge. Reportedly, the customer was not sure how much insulin the cartridge was filled with but believes it was 300 units. There was no reported impact to the customer's blood glucose level. The customer confirmed the cartridge was successfully loaded onto the pump and insulin delivery was resumed.